Manufacturer narrative:
As per customer, unit will not be returned for failure investigation. Ongoing communication with customer to try and retrieve further event information. Npb will send a follow up MDR should further information become available.

Event description:
The customer reported that while on patient use, ventilator stopped cycling. No patient harm reported by customer.